Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Mw5161993.

Event description:
The following event was received from a voluntary medwatch report: the day after a procedure, a sideport detachment occurred resulting in bleeding and hypotension requiring manual compression to stabilize the patient. An abbott sheath 8fr 12 cm hemostasis fast-catheter introducer was placed in the patient's right femoral vein. A non-abbott device (swan ganz catheter) was inserted through the introducer and left in place for medical optimization. In the cardiac ICU the next day, it is reported that the bedside rn went to change the dressing on the introducer and noted bleeding at the site and blood pressures dropping. Examination of the device revealed the sideport of the introducer had fallen off which norepinephrine IV drip was infusing. The physician was notified, introducer was removed, pressure held at right femoral site, hemostasis achieved, and sterile dressing applied. An alternate central venous catheter was inserted.

Manufacturer narrative:
Additional information: b5, g3, h2. Corrected information: h6.

Event description:
This report includes and updated health impact code.